Manufacturer narrative:
In a follow up email, the complainant revealed that the patient was osteoporotic and that the patient had a pseudo fusion at the treated level (l5-s1). The complainant stated that he believed this to be the cause of additional stress on the tilock pedicle screws at s1 which led to the screws breaking. Additionally, the complainant reported that this was the patient's fourth (4th) spinal surgery and that it was a "difficult fusion environment". All of this supports the notion that the broken pedicle screws were the result of the interbody subsidence and patient health issues. The order in which subsidence, pseudarthrosis, and device failure occured in this patient cannot be confirmed. It is possible that the pedicle screws at s1 broke first resulting in inadequate support of the construct and therefore subsidence and pseudarthrosis. However, based on the information provided by the complainant, the most likely scenario is that a combination of interbody subsidence and pseudarthrosis (caused by the patient's osteoporosis) placed additional stress on the pedicle screws causing them to break. Since a device failure occurred and the order of subsidence, pseudarthrosis, and device failure cannot be confirmed, this incident is being recorded as a device malfunction.

Event description:
A removal and revision (r&r) surgery was scheduled due to subsidence of a non-genesys spine interbody. During the r&r surgery, it was discovered that the two genesys spine pedicle screws implanted at s1 had broken (they broke in the screw shank just below the screw head). The surgeon opted to leave both broken screw shanks in place.